Manufacturer narrative:
Product complaint # (B)(4). Visual examination found that the cage had fractured near the threaded hole. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the concorde cage fracturing cannot be positively determined. However, it should be noted that polymer/carbon-fiber cages are designed to support physiologic loads. Higher than anticipated torque levels when applied to insertion tools, can cause splitting or fracture of cages. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal surgery on (B)(6) 2018, the concorde bullet spinal system lordotic implant 9 x 8 x 27mm, 5 degrees, broke after striking it to insert it. The fixed area was unknown. The surgery was completed with a twenty-minute (20) delay. There was no adverse consequence to the patient. This complaint involves one (1) device.